Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had an infection in the pocket area. The infection subsequently moved to the sternal incision. The patient was treated with antibiotics, however it was not effective. A procedure was performed and the s-ICD and electrode were explanted. The physician planned to re-implant another s-ICD system in three months. No additional adverse patient effects were reported.